Manufacturer narrative:
H3: ge healthcare has concluded its investigation. Due to the customer discarding the power cord, a comprehensive analysis of the power cord could not be performed. The investigation did not reveal any issues related to the design, manufacturing, or installation of the device. Based on internal expert analysis review of photos provided by the customer, the customer's wall socket was worn. This resulted in insufficient contact with the wall plug blades, creating a high resistive path, potentially leading to the thermal event. It was concluded that the live (hot) plug contact blade of the power cord was damaged or missing, preventing proper electrical contact. Reduced mechanical interface between the outlet contacts and power cord blades can increase electrical resistance, potentially causing an increase in thermal heat. No further actions are planned by gehc.

Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the power cord was plugged in when a flame was noticed to be originating from the outlet. The small flame extinguished immediately once the cord was unplugged. No injuries were reported.